Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported that the patient experienced adhesions, adhesions are a known inherent risk of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard flat mesh (mesh #1) implanted in (B)(6) 2008. A second MDR file was created to address the flat mesh (mesh #2) implanted in (B)(6) 2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer..

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - this is a patient with a history of rectal prolapse. The patient has undergone hand-assisted laparoscopic low anterior resection with suture rectopexy approximately two years ago. The patient now returns with recurrent rectal prolapse. The patient underwent a rectopexy with implant of a bard/davol "marlex" flat mesh (mesh #1). On (B)(6) 2012 - the patient was diagnosed with a recurrent rectal prolapse. The patient underwent a rectopexy with flat mesh (mesh #2) and ureterolysis. Per the operative details, "because of the mesh (mesh #1) that was there previously, dissection was carried out carefully posteriorly. The patient's left ureter was completely adherent to the mesh (mesh #1) and this was carefully lysed as well and dissected free from the mesh. The mesh from before was left in situ since this was completely incorporated into the mesentery. A new mesh (mesh #2) was the secured with ethibond suture to the sacrum. This was then wrapped around the rectum and secured with ethibond."